Event description:
PICC flushed prior to insertion with no leaks; however, after insertion leak was detected -replaced stylet-. PICC removed, another one flushed prior to insertion; however, after insertion leak was detected in second line. PICC removed, another one flushed prior to insertion with the 3rd PICC line successfully inserted without any leaks.